Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgmr404015j/22698797. B7: patient medical history includes but is not limited to: heart disease, coronary artery bypass grafting, thoracic endovascular aortic repair and endovascular aortic repair in (B)(6) 2018.

Event description:
On (B)(6) 2021, additional information obtained reported the patient experienced a cerebral infarction during the (B)(6) 2021, procedure. A root cause was not determined. The patient was not extubated and is being treated in the ICU. Detail of the patient status is unknown.

Manufacturer narrative:
H6: code 18: the gore® tag® conformable thoracic stent graft provides endovascular repair of the descending thoracic aorta (dta). H6: code 4311: additionally the IFU states: complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: stent graft: migration; branch vessel occlusion or obstruction failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death. D11: greater clinical review of the event determined there is no allegation against the additional ctag device implanted. This device was reported in error and is hereby stricken from the event and retracted from the previous mw submission.

Manufacturer narrative:
Patient medical history includes but is not limited to: heart disease, coronary artery bypass grafting, descending thoracic endovascular aortic repair and endovascular aortic repair. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac device). Post debranching and bypass of the left common carotid artery and left/right subclavian artery bypass, the first ctag ac device was deployed within zone 0 and implanted in the aortic arch. A second ctag ac device was implanted to extend coverage distally and partially relined a previously implanted ctag device used to treat a descending thoracic aneurysm. Using a retrograde in-situ branched stentgraft(ribs) technique; the first ctag was punctured and fenestrated by accessing the left common carotid artery. During this fenestration, the ctag device migrated proximally about 15mm, which resulted in vessel occlusion of the coronary bypass artery. Intraprocedure angiography confirmed blood flow into the coronary bypass artery while it was covered by the partial uncovered stent. As a treatment, smart stent was implanted in the coronary bypass. A gore® viabahn® endoprosthesis, express stent and smart stents were then implanted in the left common carotid artery. The patient tolerated the procedure. It was reported that migration of the device was due to off label puncturing of the ctag device as the device had been fully released from the catheter and the balloon at the time of puncture. Also the force with which the physician pushed the device during the puncture was considered to have contributed to the migration.